Event description:
It was reported that the patient began having new-onset numbness at the leg during mid-trial procedure. The patient also experienced increased pain. The patient underwent an early lead pull. No further information has been obtained.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7267493. UDI: (B)(4).